Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the consumer therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
A second brush broke / the brush simply broke off. No adverse event. Case description: a consumer of unspecified age and gender reported via e-mail on 15-apr-2017 that on that morning a second oral-b brushhead, version unknown broke. The consumer elaborated that the brush simply broke off. The consumer stated that he/she regularly swapped out the brushes. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. On 19-apr-2017 received consumer's follow-up e-mail: the consumer reported that with a coin or nail, he/she could not scratch the logo off the brush. No further information was provided. On 25-apr-2017 received consumer's follow-up e-mail: the consumer reported that he/she already threw away the broken brushes. The consumer immediately threw away the first one that broke. The consumer then grabbed a new one and continued brushing. He/she threw away the second one on (B)(6) 2017. No further information was provided.